Event description:
Healthcare professional reported right side "presence of some radial folds with a minimum amount of serous effusion.¿ the device has been explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, radial folds.

Event description:
Healthcare professional reported right side "presence of some radial folds with a minimum amount of serous effusion.¿ the device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma - late: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d1, d4, g4, h6.